Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil and introducer sheath were returned for this complaint. The delivery wire was not returned. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, dry blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. Also, the interlocking arm was detached and it was not returned. It was not possible to advance the main coil through the introducer sheath and it was necessary to cut the sheath in order to release the coil. The delivery wire was not returned. Microscopic inspection of the zap tip revealed that the zap tip was smooth, no issues were found. The main coil was stretched and kinked. The interlocking arm was detached and it was not returned. Dimensional inspection revealed that the number of distal and proximal fiber bundles and zap tip and primary coil outer diameter were within specifications.

Event description:
Reportable based on device analysis on 11-jan-2019. It was reported that the coil failed to deploy and fell off after guidewire retrieval. The target aneurysm was located in the iliac artery. A 20mm x 40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil failed to deploy after passing through catheter and fell off after the guidewire was retrieved.the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm was detached and was not returned.